Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation confirmed the reported no image issue as the image was found intermittent due to a faulty ccd (charge coupled device) unit. Additionally, the cable has a shortage attributing to intermittent horizontal white lines in the image. The coupler base is bending causing the image to be mis-aligned/off-centered. The device was repaired to and returned to the customer. The device was purchased on (B)(6) 2016 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the high definition autoclavable camera head reportedly had no image. No patient injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported malfunction was due to ccd (charged coupled device) damage; impact applied to the camera head as a result of the bending of the coupler. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not subject the camera head to shocks. It may become damaged. Olympus will continue to monitor complaints for this device.